Manufacturer narrative:
Per follow-up, the catheter is not available for return. As the product was not returned, the issue cannot be confirmed or investigated further. A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Instructions for use includes 'catheter kinking' or 'reversible or irreversible partial or complete occlusions' as possible risks associated with the intrathecal catheter. If any further information is received, a supplemental MDR will be submitted. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending DHR and receipt of follow-up information and/or device return. (B)(4).

Event description:
Per related MFR 3010079947-2020-00252, agent reported that the physician discovered a non-patent catheter during the pump replacement. The catheter was not replaced during this surgery. Following surgery, a cap study was performed and confirmed the non-patent catheter. The catheter was replaced during a subsequent surgery by an alternate physician.